Event description:
It was reported that during preparation of a 3.0x28 rx xience prime stent system, the protective sheath was removed without resistance and the stent dislodged. The device was not used and there was no patient involvement. The procedure was performed using another drug-eluting stent system. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, return device analysis noted that the stent implant was returned stationary on the balloon between the markers. There was no damage noted to the stent implant. Additional reported information indicates that the information initially reported that the stent dislodged was not correct. The physician indicated that it was not possible to remove the protective sheath; therefore, the device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was contrast in the inflation lumen and on the distal shaft. The stent implant was returned stationary on the balloon between the markers. There was no damage noted to the stent implant. Difficulty/resistance removing the protective sheath was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states to remove the protective sheath from the tip prior to preparing the device. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.